Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-04720. It was reported that the patient presented at a follow-up in clinic with syncope. Upon interrogation, the right ventricular lead exhibited high pacing impedance. The physician capped and replaced the lead on (B)(6) 2020. During procedure, the right ventricular lead was unable to be removed from the header of the pacemaker. The physician cut out the lead and explanted and replaced the pacemaker. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were noted. The reported events of high pacing impedance and unable to remove lead from header were unconfirmed. Failure event observed during analysis. Final analysis found only the connector portion of the lead returned measuring 38.2 cm. Visual examination found an external abrasion breaching the outer insulation, exposing the outer coil caused by friction to the device can or another feature of the heart at 24.4 cm. To 24.7 cm. From the connector pin. No conductor fractures or internal shorts were found.